Event description:
The customer called, reporting they were receiving an err4 message, when inserting strips into their freestyle meter and a battery/booklet icon, which are the indication that meter may have been exhibited a memory overwrite malfunction. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete. Customers and retailers have been informed through the adc fa16may2006 letter.